Manufacturer narrative:
No lot number was identified with this complaint, therefore the manufacturing documentation was not reviewed. All product and batch history records are quality reviewed prior to product release. The sample is received with inner blister, outer blister and without cover foil showing the lot information. The sample shows no macroscopic signs of damage. The sample shows signs of surgery residues and is returned in a closed status. The sample was visually inspected with the aid of a photomicroscope with various magnifications. The sample was functionally tested. It was noticed that the forceps get stuck in a closed status. The forceps only can get open again by pushing the shaft manually down. As the blister was opened by the customer, he handled the product. The point in time when the malfunction occurred, can no longer be determent. The customers complaint is confirmed. It cannot be determined how or where the damage to the sample occurred; therefore a root cause for the customers reported event could not be determined. However, the damage was consistent with damage that can occur due to improper handling. The exact root cause for the customers reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a surgery an ophthalmic forceps did not open during insertion. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).